Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00647. The pt (germany) was implanted with two percutaneous leads from different lots. It was reported the pt was not receiving stimulation. A diagnostic test revealed impedance issues for one of the leads. Surgical intervention was undertaken to address this issue. During the procedure, impedance issues were observed for the other lead as well. As such, both devices were explanted and replaced thereby resolving the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.